Manufacturer narrative:
Citation: lupu l, haberman d, chitturi kr, et al. Valve-leaflet interaction during unicorn in redo-tavr. Jacc cardiovasc interv. Pub lished online june 20, 2025. Doi:10.1016/j.jcin.2025.05.008 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who previously underwent transcatheter aortic valve replacement (tavr) with a medronic 26 mm evolut pro+ valve. Five years later, the patient was scheduled to undergo redo tavr with a 23 mm non-medtronic valve (edwards sapien) because of structural degeneration of the evolut pro+. Due to the patient¿s increased risk for coronary obstruction in thesetting of redo tavr, basilica (bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) and unicorn (undermining iatrogenic coronary obstruction with radiofrequency needle) were planned for the right and left leaflets, respectively. During redo tavr, despite some resistance and upward movement of the sapien during the initial positioning attempts after basilica and unicorn, a slow two-step inflation technique enabled successful deployment of the sapien inside the evolut pro+ with preserved coronary flow.